Manufacturer narrative:
Zoll has not yet received the zoll console in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that during start up the thermogard xp ivtm console ((B)(4)) displayed tcm ID: 06 (ce post failure) error message. The customer made several attempts to restart the console, without any success. It was noted that ice pack was used to treat the patient after this event. There was no reports of patient sequelae as a result of this event. No additional information was provided.